Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the apex of the filter appears to contact the anterior inferior vena cava (ivc) wall, and a posterior strut of the filter is significantly bent or fractured. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient had a history of deep vein thrombosis (dvt) with pulmonary embolism (pe), protein c and protein s deficiency, poor compliance with coumadin, obesity, dyslipidemia, carotid bruits, hypertension (htn) and hypertensive heart disease (hhd). The ivc filter was implanted for recurrent dvt. Venous access was obtained via the right femoral vein. Using fluoroscopic guidance, a trapease filter was deployed at the level of l3. Approximately ten years and nine months after the filter was implanted, evaluation results from an abdominal computerized tomography (CT) scan of the ivc filter revealed a fracture or bending filter strut without migration with the apex of the filter contacting the anterior inferior vena cava wall. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the filter, and fracture of the ivc filter, with the fractured filter struts retained within the inferior vena cava. The patient further experienced anxiety related to the filter, and further asserts that the filter subjects the patient to the risk of future and progressive filter failure including further perforation, migration, additional fracture, embolization of a fracture, clotting, thrombosis and even death.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes deep vein thrombosis (dvt) with pulmonary embolism (pe), protein c and protein s deficiency, poor compliance with coumadin, obesity, dyslipidemia, carotid bruits, hypertension (htn) and hypertensive heart disease (hhd). The ivc filter was implanted for recurrent dvt. Using fluoroscopic guidance, the filter was deployed at the level of l3. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the apex of the filter appears to contact the anterior ivc wall, and a posterior strut of the filter is significantly bent or fractured. Approximately ten years and nine months after implant, a(CT) scan revealed a filter fracture or bending of the strut without migration and the apex of the filter is contacting the anterior inferior vena cava wall. Per the patient profile form (ppf), the patient became reports perforation of filter strut(s) outside the ivc, tilting of the filter, and fracture of the ivc filter, with the fractured filter struts retained within the inferior vena cava. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the apex of the filter appears to contact the anterior inferior vena cava (ivc) wall, and a posterior strut of the filter is significantly bent or fractured. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient had a history of deep vein thrombosis (dvt) with pulmonary embolism (pe), protein c and protein s deficiency, poor compliance with coumadin, obesity, dyslipidemia, carotid bruits, hypertension (htn) and hypertensive heart disease (hhd). The ivc filter was implanted for recurrent dvt. Venous access was obtained via the right femoral vein. Using fluoroscopic guidance, a trapease filter was deployed at the level of l3. Approximately ten years and nine months after the filter was implanted, evaluation results from an abdominal computerized tomography (CT) scan of the ivc filter revealed a fracture or bending filter strut without migration with the apex of the filter contacting the anterior inferior vena cava wall. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the filter, and fracture of the ivc filter, with the fractured filter struts retained within the inferior vena cava. The patient further experienced anxiety related to the filter, and further asserts that the filter subjects the patient to the risk of future and progressive filter failure including further perforation, migration, additional fracture, embolization of a fracture, clotting, thrombosis and even death.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the apex of the filter appears to contact the anterior ivc wall, and a posterior strut of the filter is significantly bent or fractured. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the apex of the filter appears to contact the anterior ivc wall, and a posterior strut of the filter is significantly bent or fractured. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.